Event description:
During an elbow arthroscopy the unit fell into the pt. The dr did not notice the piece in the pt until the pt complained of discomfort. An x-ray showed the piece of the cannula. The unit was retrieved with no injury to the pt. The unit is being returned to ra for evaluation.